Event description:
It was reported that one of the patients leads had migrated. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively and the devices remain implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7081335.